Event description:
The customer reported that a patient was scheduled for imrt treatment 25 x 2 gy. The imrt planning was accidently done with a number of fractions of 16 (as is also often used for treatment of the breast; 16 x 2.66gy). The planning objectives were 50gy in the ptv, as intended. Thus, 50 gy was planned in 16 fractions instead of 25, resulting in the fraction dose of approx. 3.13 gy. The plan (field sizes, mu etc) was sent to the r and v system, but not the number of fractions. This is not possible with the current configuration of the v and v system. The fields were checked but the discrepancy between planned en intended number of fractions was not noted. The patient received 25 x 3.13 gy = approx. 78.25 gy instead of 50gy. The patient also received a boost (planned: 8 x 2 gy). Due to severe skin reaction the treatment was checked and the error found. The last fraction of the boost was omitted (7 fractions given).

Manufacturer narrative:
(B)(4). Method: investigation is still ongoing on this event. When investigation is completed a follow up report will be sent to the FDA. Result code (other): investigation is still ongoing on this event. When investigation is completed a follow up report will be sent to the FDA. Conclusion: investigation is still ongoing on this event. When investigation is completed a follow up report.